Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, while on lung cancer radical surgery, the stapler was able to fire but there was poor staple formation as it was poorly closed, the staple line was incomplete that was fixed by hand sewing. Blue reloads were used remove the malocclusion of the interlobular lobe and replaced it with a green one. Sputum sound and posterior hemorrhage was noted which they hand-sewn that the operation time was extended by twenty minutes to complete the case.